Manufacturer narrative:
B2: the outcome attributed to the "other" adverse event was the reported stroke. G2: the country of origin is ireland. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins malfunctioned and "stopped completely" in 2019. The patient experienced pain and high blood pressure, followed by a stroke. The ins was removed on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a national competent authority via a manufacturer representative (rep). It was noted that the patient submitted the complaint to the local regulatory body. The implant was completed removed/explanted on (B)(6) 2024, and at that time the patient had not made any comments in relation to the device having/causing any issues therefore the physician did not return the device and it was subsequently discarded. There were no known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting was not possible as the clinical team was never made aware of this despite reviewing the patient many times over the last couple of years. No actions/interventions were possible. Upon speaking to the physician, they had never been made aware of any of these complaints by the patient. The physician was aware that the patient had high blood pressure and the physician also informed the rep that the patient had been scanned to investigate if they had a stroke. The device had been implanted for many years, but never helped the patient's pain. It was removed to facilitate the patient having an MRI. Patient medical history included pain in the thoracic area. The patient was alive with no injury. Additional information received from a manufacturer representative. It was reported that medical records were not available due to legal reasons. The patient did not experience any long-term effects as a result of the stroke, and the representative believed the patient had fully recovered. No further actions were taken to resolve the issue. This information was confirmed with the physician.